Event description:
Began ventilating patient with pedi-cap and peds ambubag. Patient began to desaturate immediately. Could not force air thru ambu with pedicap on. Removed pedi cap and ventilation was accomplished. O2 sats improved. Manufacturer response (as per reporter) for co2 detector, pedi-cap"size of the paper in the detector was dimensioned incorrectly causing the device to have a higher flow resistance." Testing other lots to see if same problem exists.